Event description:
This supplemental report is being filed to provide additional information that the patient had three inappropriate shocks due to oversensing via a reduced intrinsic amplitude. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient had additional inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. An x-ray was done which depicts a lot of adipose tissue between the electrode and the sternum. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had three inappropriate shocks due to oversensing via a reduced intrinsic amplitude. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. The patient was having surgery at the time of the event. Technical services confirmed that the bd code can be cleared. Also, the smart pass feature had programmed itself off due to low intrinsic amplitudes. The local representative reset the device beeper and reprogrammed the sensing vector to correct the bd error and turn smart pass back on. There were no adverse patient effects reported. The device remains in service.